Manufacturer narrative:
Investigation summary received four (4) new mc330623 and one (1) used mc330623 for inspection. The seal was protruding from the proximal microclave of the used sample. No defects or anomalies noted on the new samples. A test pressure infusion was done on each sample. Each clamp failed and allowed fluid through. The seal protruded on three (3) of the new samples during the test. The reported complaint can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Complaint email from (B)(6), supervisor of (B)(6) hospital was received with regards to a 9" (23 cm) appx 0.67 ml, ext set pressure infusion (400 psig) w/2 microclave clear, purple clamp, rotating luer where the reporter stated that the patient went to CT scan and when they came back, the IV tubing-rubber plug inside the microclave had prolapsed outside of the plastic microclave. The event occurred in emergency dept. At (B)(6). There was patient involvement but unknown adverse event. Unsure of how this occurred. There were no adverse event and no delay in therapy.